Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the device was not meshing well during surgery. On (B)(6) 2016 it was clarified that the event occurred during surgery on (B)(6) 2016. The original graft was able to be used, there was no patient or user harm, and there was no delay to the surgery. The customer returned a meshgraft ii device, (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. (B)(4). Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii (B)(4) as documented in the repair reports. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed minor cosmetic damage to the bottom plate and ratchet head including nicks. The cutter was noted to be worn and the ratchet would not engage the roller shaft extension. The handle was not securely fastened to the old style side plates. The test mesh was unable to be performed due to the ratchet engagement. It was also noted that the device calibration was out of specification. Prior to the repair the technician noted that the test mesh was performed and it was passed. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the cutter, roller, worn side plates, ratchet gear, pin and spring. Meshgraft ii, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non-verifiable since during initial inspection test mesh was unable to be performed due to the ratchet engagement. However, prior to the repair the technician noted that the test mesh was performed and it was passed and also noted that the device had worn cutter and the ratchet would not engage the roller shaft extension. It was also noted that the device calibration was out of specification. The root cause of the reported event cannot be specifically determined with the provided information. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at zimmer biomet. The issue was resolved replacement of the cutter, roller, worn side plates, ratchet gear, pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing well during surgery. No additional graft was needed. No adverse events have been reported as a result of this malfunction.